Manufacturer narrative:
Event date was reported as a few weeks before (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak occurred on a mars kit, after set-up and during priming. The location of the leak was not identified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection and a pressure test were performed and with no abnormalities that could have contributed to the reported condition identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.